Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was sticking out (was too shallow) and causing them pain and discomfort at the site. No falls, trauma or medical procedures were reported related to the issue. The issue was of a gradual onset. Their doctor revised the ins deeper into the pocket. The patient recovered completely. The indications for use for the implanted device were non-malignant pain, chronic low back pain, and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.